Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The data showed that the device completed first and second priming sequences before being deactivated by the user at the end of second prime. The rotational sensor data showed that during the first priming sequence, the second confirmed open occurred earlier than expected, which resulted in first priming ending earlier than expected. By the end of second prime, the ratchet gear had not rotated the expected number of pulses. The firing flat and ratchet gear did not rotate enough pulses by the end of second prime to align with the release bar and allowing the needle mechanism to deploy. The rotational sensor abnormalities could not be replicated during pod rerun, and the rotational sensor functioned as intended. No damages or deficiencies were found to the drive assembly. The cause of the rotational sensor malfunction could not be determined.

Event description:
A patient reports while activating a pod the needle had not deployed. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.